Manufacturer narrative:
X-ray review: post-op CT for l1-3 mid-line construct fixation procedure. There is a loss of lumbar lordosis and l2-3 instrumentation appears to be backed out. Given sagittal balance and levels of instrumentation, this construct was likely inadequate from a bio-mechanical stand point. Root cause: surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis (initial surgery): spinal canal stenosis, herniation procedure (initial surgery): cortical bone trajectory (cbt), posterior lumbar fusion (plf) levels (initial surgery): l1/2/3 it was reported that on (B)(6) 2013, patient underwent cortical bone trajectory (cbt), and posterior lumbar fusion (plf) surgery. Post-op, loosening of screw was reported at the performed cortical bone trajectory at l3 and l1/2. Patient complained of low back pain and numbness of lower limbs. Patient underwent a removal and re-fixation surgery due to recurrent herniation of the fixation part at l2/3 in which screws were explanted. The patient issue was resolved.